Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing detached from the connector on (B)(6) 2025. No further information available.